Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown / failure to occlude (close) fallopian tubes') in an adult female patient who had essure (batch no. 736708-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower stomach around ovaries"), adnexa uteri pain ("lower stomach around ovaries") and dysmenorrhoea ("dysmenorrhea (cramping)"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, adnexa uteri pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, device dislocation and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: conclusion: essure coils are in satisfactory position within the respective fallopian tubes. There was passage of contrast into right fallopian tube distal to the coil, and trace passage of contrast distal to left coil, indicating incomplete fallopian tube occlusion on both sides; on (B)(6) 2011: conclusion: no contrast passes distal to the essure devices. Continued minimal contrast passes on the right into the mid fallopian tube, and on the left only into the proximal fallopian tube.; on (B)(6) 2011: conclusion: satisfactory post essure appearance with complete occlusion of both fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch not not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown / failure to occlude (close) fallopian tubes') in an adult female patient who had essure (batch no. 736708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower stomach around ovaries"), adnexa uteri pain ("lower stomach around ovaries") and dysmenorrhoea ("dysmenorrhea (cramping)"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, adnexa uteri pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, device dislocation and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: conclusion: essure coils are in satisfactory position within the respective fallopian tubes. There was passage of contrast into right fallopian tube distal to the coil, and trace passage of contrast distal to left coil, indicating incomplete fallopian tube occlusion on both sides; on (B)(6) 2011: conclusion: no contrast passes distal to the essure devices. Continued minimal contrast passes on the right into the mid fallopian tube, and on the left only into the proximal fallopian tube. On (B)(6) 2011: conclusion: satisfactory post essure appearance with complete occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received : lot number added. Case became medically confirmed. Event injury was updated to device dislocation. New events - dysmenorrhea (cramping), lower stomach pain, ovaries pain were added. New reporters, patient information, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.